Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. Upon follow up with customer, the customer stated that the flow sensors had already been disposed of. No parts were returned to philips for failure investigation, therefore, a root cause could not be established.

Event description:
The called reported that a flow sensor assembly was available to be returned for failure analysis. There was no patient or user harm reported. The customer could not provide specifics on the type of failure. The event date was not specified; estimate used.